Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the ratcheting handle could not be rotated. The case was completed with an alternate handle. There was no reported patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected. Updated: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The product was returned to the manufacturer, however, the complaint could not be confirmed. Upon inspection of the device, the insert was missing, therefore a functional test could not be performed, however, manual rotation of the tip of the handle is possible. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.